Manufacturer narrative:
This report is filed (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced an infection and skin overgrowth at the abutment site. Subsequently the patient was prescribed oral and topical antibiotics (date not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was taken to the operating room on (B)(6) 2016 to remove the abutment under general anesthesia. During the same procedure the site was sutured closed. The implanted device remains.